Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The constant downstream occlusion alarms were confirmed through baxter's functionality testing, however, were unable to be reproduced through further testing. The fluid number readings from the downstream sensor were found to be within specification. The force sensor was calibrated to ensure continued proper occlusion detection.

Event description:
During baxter's functionality testing, a spectrum pump had constant downstream occlusion alarm. There was no patient involvement.